Event description:
It was reported that a user in the first week of ilet pump use experienced a post-meal glucose rise to 270 mg/dl after switching usual cereal to oatmeal, followed by a low glucose reading of 69 mg/dl on a libre 3+ sensor; the user treated the low with approximately 8 g oral glucose (two glucose tablets) and glucose returned to range without assistance. Symptoms included no reported hypoglycemia or hyperglycemia symptoms. Outcomes included transient hypoglycemia below 70 mg/dl for approximately one minute with recovery to an in-range and stable glucose. Investigation included complaint handling with user troubleshooting and education regarding post-meal lows. Investigation of this case revealed no device malfunction reported or observed, with the event consistent with glycemic variability related to meal composition and timing of meal announcement at first bite while adapting during the initial week of automated insulin dosing. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.